Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, a plastic bio-pouch, and an opened solitaire fr inner pouch (b633876). Damage location details: the solitaire fr pusher was found bent at 140.0cm from the pusher¿s proximal end and at 38.0cm from its distal end. The solitaire fr pusher was found broken at 142.5cm from its proximal end; 40.5cm from its distal end. The stent was found still attached to the pusher. The stent¿s non-working and working length struts were found to be in good condition. Testing/analysis: the broken solitaire fr pusher was sent out for scanning electron microscope (sem) failure analysis. Per the sem report, the broken end failed due to fatigue and then overloaded. Conclusion: based on the device analysis and reported information, the customer's report of "pusher kink" was confirmed, as the solitaire fr pusher was found bent. It is likely that the pusher became bent during advancement against resistance. However, the customer's report of "resistance" could not be confirmed. Potential causes of resistance include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. In this case, the patient's vessel tortuosity was noted as "moderate," and a continuous flush was maintained. The rebar-27 catheter used during the procedure was not returned for analysis, so any contributing factors, such as catheter damage, could not be assessed. However, the rebar-27 catheter is compatible with the solitaire fr revascularization device. Therefore, the exact cause of the reported resistance could not be. Regarding the observed pusher break, the sem report indicated failure due to fatigue followed by overload, suggesting that the pusher likely became bent and subsequently broke. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the solitaire stent retriever had resistance in the distal end of the microcatheter during delivery. It was noted that the solitaire and all accessory devices were prepared per the instructions for use (IFU). The solitaire was replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing a mechanical thrombectomy procedure to treat ischemic stroke. The ischemic occlusion was located in the left internal carotid artery (l-ica) terminal. Patient vessel tortuosity was moderate. Baseline mrs was 4, nihss was 9, and tici was 0. Vessel tortuosity was moderate. At the end of the procedure, after completion with the replacement solitaire, mrs was 2, nihss was 3, and tici was 2b. Additional information was received that catheter resistance occurred in the distal section. Continuous catheter flush was administered during the procedure. It was noted that the guide wire of the stent was kinked when there was resistance when pushing.